Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the suggested event was confirmed, and the device did not meet the standard specifications and function. It was determined that the event occurred because of the following: the endo therapy accessories were difficult to contact with biopsy channel port because biopsy valve was attached to the port at procedure; coiled shaft of cleaning brush may have contacted with biopsy channel port because biopsy valve was detached at reprocessing. The instruction manual identifies the following related verbiage which could have detected the phenomenon: operation manual: preparation and inspection: inspection of the endoscope: inspect the external surface of the entire insertion tube including the bending section and the distal end for dents, bulges, swelling, peeling, scratching, holes, sagging, transformation, bends, adhesion of foreign body, dropout of parts, any protruding objects, or other irregularities. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during the device inspection, the bronchofiberoscope¿ s forceps channel port was shaved. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.